Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl and 339mg/dl at the time of incident. The customer treated with the insulin pump. Customer also states that they have no problem with the insulin pump but their infusion set has been leaking. Customer also states that the tapes wee not sticking. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.